Event description:
Following a hysterectomy, the pt underwent a uterine prolapse repair by the mccall method and a vesicocele repair with the mesh in2005. Postoperatively, the pt revisited the hosp reporting bladder pain and a strange feeling in the urinary bladder. Ureteral calculi were discovered and a lithotripsy via the urinary duct was performed. The ureteral stones were crushed and could be discharged. Small fragments of the mesh were observed in the urinary bladder after discharging the stones. The mesh is considered to be protruding into the urinary bladder but the surgeon does not believe that bladder perforation occurred during the procedure. The pt was discharged from the hosp without having the mesh removed, and is in stable condition. It is planned for her to visit the hosp in a month. There is no fixed plan to correct the mesh protruding in the bladder, however, the physician believes that the calculi will reform in a few months.

Manufacturer narrative:
Conclusion: most commonly, mesh exposure in the bladder occurs due to occult injury to the organ at the time of dissection, though it is also known to occur at times more distant to the operation itself. Given that the mesh exposure in the bladder did not become evident until the stone formed and the pt became symptomatic, it is impossible to know whether this is a case of true mesh erosion or the result of an occult injury at the time of surgery. However, this most likely is a case of true erosion and further intervention may well be needed to prevent recurrent stone formation and pain.